Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was partially missing. The broken fragment was also returned. The tissue pad was unevenly worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut) or the user activated output twisting the device while grasping the tissue, and besides the damaged tissue pad was broken off when the tissue pad was subjected to a load. The above device handling has been warned in the instruction manual as follows. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic distal gastrectomy, the subject device was used. In the procedure, the user could not activate the subject device since the user could not recognize that the tissue was being grasped at the distal end. The procedure was completed with another device. There was no patient injury reported. On november 26, 2019, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was partially missing. The broken fragment was also returned. This is the report regarding the falling of the tissue pad.